Event description:
Facility reported that one of the upper loop straps broke off during a transfer with a lift. The resident fell out of the sling and hit their head against the caregiver's head. No injuries were reported. Date of event not known.

Manufacturer narrative:
Manufacturers analysis of the sling show clear evidence of the loop strap being cut off with a sharp tool. Instruction guide (B)(4) states that the sling should be checked regularly for wear and damage. Damage lifting accessories are not to be used.